Event description:
Account alleged that with weight on the bed, the head section will not lower past 45 degrees.

Manufacturer narrative:
Technician replaced the head cylinder and this resolved this issue. (B) (4). This effort will continue until we are current.